Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that following pre-dilation, the promus inflated to 13 atm for ten seconds at which time the balloon ruptured. The stent was fully deployed and well apposed. There was no difficulty removing the balloon from the stent implant. There were no pt effects reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because, boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.